Event description:
It was reported during a customer call, for the reordering of pods, that the patient mentioned he was in the hospital and that he had been hospitalized for 3 weeks. The agent inquired on the medical event question, but the customer stated he had not slept in two days and that he was really tired at the time of the call. The agent noticed that the customer was having a hard time understanding the questions being asked and the call was dropped. We will be reaching out for more information regarding the event. When new information becomes available we will file a supplemental report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.